Event description:
It was reported that the ilet pump would not wake or respond, and the touchscreen was visibly cracked, consistent with a device fracture; the pump was not connected to the mobile app, the cartridge was empty, and the user switched to subcutaneous insulin pens as backup therapy. Symptoms included hyperglycemia, with the user reporting high glucose. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.

Manufacturer narrative:
Initial.